Event description:
Cross-reference to MFR report # 9610773-2014-00049. Olympus was informed that during different unspecified diathermy procedures at unk dates, in total 2 pts lost approx. 800 ml of blood. No other info was provided but there is no alleged malfunction of the suspect med device. Furthermore, the user suspected that the pt's outcomes may have been resulted from the general procedure or from use error.

Manufacturer narrative:
The suspect med device was not returned to the MFR for evaluation/investigation but to olympus (B)(6). Extensive tests were performed with particular focus on the wave form for different cutting and coagulations modes of the esg-100 electrosurgical unit, but okm was unable to prompt any malfunction. The device operated completely within specification and no abnormality, defect, failure or malfunction was found. Although the exact cause of the pt's outcomes could not conclusively determined and therefore is being judged as unk, it can be excluded that they were caused by a malfunction of the suspect med device. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. Thus the cases will be closed from olympus side with no further actions but the incidents will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus med devices.